Event description:
The patient compared their teladoc monitor simultaneously to a medical professional's manual monitor and the result was 140/72, and the result from the teladoc monitor was 180/72. The patient has also sought medical attention. The patient was not able to provide a result however said the readings were not as high when tested at hospital and was given a water pill.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.